Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical device: product ID: 3387s-40, lot#: v947057, product type: lead. (B)(4).

Event description:
It was reported that the tip of a lead was bent between contact 0 and 1. The lead was not implanted. Another lead was used and all impedances were normal. It was noted that the patient suffered no injury or adverse event. No further information was reported.